Event description:
I had saline breast implants put in, in 1994. In 2006 one of my implants ruptured. I wasn't able to have them removed until 6 mos later because I took actions to have this surgery approved. I believe it occurred (the rupture) due to normal wear and tear. I still want to report it to possibly help others.